Event description:
It was reported that during a knee arthroscopy procedure, the electrode tip of the unit fractured into the articulation. Further, fragments were removed from the articulation but two fragments still remain in the pt's knee. It was further reported that only the ceramic fractured.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.